Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion was located in the severely tortuous and mild to moderately calcified distal right coronary artery. The lesion contained >45 and <90 degrees bend. Following a loading dose of clopidogril 300mg and advancing a 0.014" non-bsc wire, the lesion was pre-dilated with a 1.5x9.00mm semi compliant balloon. A 2.25x32mm promus element plus drug-eluting stent was deployed to treat the lesion. Post dilatation with a 2.5x9.00mm non-compliant balloon catheter was then performed. However, cine revealed a dissection at the proximal end of the lesion. Another of the same device was then deployed and the procedure was completed. No further patient complications were reported and the patient's status was stable.